Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was intermittently unresponsive. There was no impact to customer's blood glucose level. Troubleshooting with tandem customer technical support (cts) was performed and confirmed the pump was not functional. The customer reported that manual injections would continue to be used for alternate insulin therapy.